Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor. No anomalies noted to motor slider or piston. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window. The low reservoir alarm feature working properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump is not always priming. The patient also reported high blood glucose. The blood glucose reading was 300 mg/dl. The customer was assisted with resetting the time and the date. The insulin pump passed a self test. The current blood glucose reading is 234 mg/dl. No further information was provided.